Manufacturer narrative:
This product has not been received back for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. Additional part used: gs avl/gvm monitor, catalog: 0570-0338, sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a gs avl/gvm monitor with baton 3-4, the video goes out when stat is placed on. A back-up device was reportedly used. An unknown delay in the procedure was noted. No harm to patient or user was reported.